Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The patient reported paresthesia in the wrong location and loss of stimulation. Sometimes when she was walking or in a standing position the stimulation would cut off after a couple of minutes or so and it was not supposed to do that. She was having back pain and the spinal cord stimulator (scs) was not really helping because it was going down the other side now. It was going down the left and usually it was down the right. This was sciatica pain. The change in therapy and symptoms was considered sudden. The back pain and going down the wrong side occurred since implant and stimulation cutting off when walking and standing occurred in 2014. The patient had an upcoming appointment scheduled in october and wanted a manufacturing representative (rep) to be there to assist with programming. The patient's relevant medical history includes chronic low back pain and spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.